Manufacturer narrative:
Tech found that both head up and down valves were defective. Replaced both valve guide tube assemblies to resolve this issue. Bed located in empty icua dept.

Event description:
Customer alleged that the head section was not raising at all. No injury reported.